Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had image flickering. The issue occurred, during an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was no returned, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for the events could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue occurred during colonoscopy, the type of procedure was therapeutic and diagnostic, and the intended procedure was completed using a same device. Also, a delay was mentioned during the strobing process, difficult to visualize where the provider was during the procedure, time varies 5 minutes to 20 minutes.